Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Cracked on both plunger cases. Functional and occlusion testing was conducted. The reported event of force sensor was replicated during functional testing. Motor rate error was found during occlusion test. Motor rate error and force sensor were identified in event history log review. The reported issue was confirmed. The root cause was unable to be determined relating to the force sensor. The root cause was determined to be normal wear and tear due to the age of the device relating to the motor rate error. The following actions were taken: replaced left plunger case and performed force sensor calibration. Replaced motor bracket, leadscrew and clutch halves. Additional repairs included: replaced right plunger case. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a force sensor and motor rate error message. No patient injury was reported.